Event description:
The customer reported dark display. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
MFR received date: 13 sep 2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 12jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported dark display. The device was not in use at the time of the reported event; therefore, there was no patient involvement.